Event description:
The endo gia stapler would not open after use on a thoracotomy case. A new stapler was used to continue the case. There was no harm to the patient.what was the original intended procedure?video-assisted resection of lingula (segmentectomy), bronchoscopy.